Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device would not cut. A competitors device was used to complete the procedure. There was a delay in the procedure but no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lockout tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device. Cartridge batch #a5c19n.